Event description:
A customer reporter leaking trocar valves during a vitreoretinal eye surgery. There was no patient harm reported. A product sample was requested, however, it was discarded after the procedure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
There was no sample returned for evaluation; therefore, the condition of the product could not be verified. A device history record was conducted. According to the device history record review the product was released based on the manufacturer's acceptance criteria. Because there was no sample was returned the root cause for the defect experienced by the customer cannot be determined. (B)(4).